Event description:
It was reported that this implantable pacemaker was explanted due to an infection. A new device was successfully implanted in it's place. No additional adverse patient effects were reported.